Manufacturer narrative:
Updated fields: a3, a5, b4, b7, g4, g7, h2, h10 (B)(4).

Manufacturer narrative:
The oad and guide wire were received for analysis and were engaged. Adhered biological material was observed on the oad driveshaft and crown. The morphology and root cause of the biological material could not be determined, and analysis of the crown did not reveal any damage that would have contributed to the tissue accumulation. Damage was observed on the guide wire spring tip. The guide wire was removed with resistance from the oad, and a guide wire was unable to be passed through the driveshaft. Spring tip coil material was observed within the driveshaft filars. Scanning electron microscopy identified solder reflow and radiopaque particle in the tip bushing of the oad. The proximal spring tip solder bond and coils of the guide wire exhibited rotational damage. The damage seen was consistent with a spinning oad coming in contact with the guide wire spring tip. The instructions for use warns, "the maximum travel of the crown advancer knob, and therefore the shaft tip, is 15 cm. Moving the crown advancer knob forward moves the shaft tip an equal distance toward the guide wire spring tip. When moving the crown advancer knob, make sure there is sufficient distance between the guide wire spring tip and the distal end of the shaft (10 cm minimum). If the distance between the shaft tip and the guide wire spring tip is insufficient, the shaft tip may damage the guide wire spring tip and result in dislodgement of the guide wire spring tip. Use contrast injections and fluoroscopy to monitor movement of the shaft tip in relation to the guide wire spring tip." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The reportable malfunction was identified after analysis on 21-feb-2020.

Event description:
Analysis was performed on a viperwire due to an event that was not considered reportable. The originally reported information indicated the orbital atherectomy device had become stuck on the wire. However, failure analysis identified that the spring tip of the wire had fractured, and the fracture was embedded in the oad driveshaft.